Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing was defective and broke off near the connection to the needle during use, causing leakage as a result. The following information was provided by the initial reporter, translated from chinese to english: "when nursing the patient with intravenous catheterization before infusion, it was found that the bayonet of the tube connecting the indwelling needle was broken, and no harm was caused to the patient. The indwelling needle was replaced after the needle was removed." "After communication and confirmation, the specific part of the hose break refers to the leakage near the tubing seat."